Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer required a visit to the urgent care center for high blood glucose levels. The blood glucose reading was 133 mg/dl. The customer stated that she seemed to always be bolusing for high blood glucose. She was not aware of any significant events which led her to schedule a visit to urgent care. She had not yet visited the urgent care center to determine the cause of her issue. She noted that she had received no delivery alarms recently. Upon troubleshooting the device, it was found that insulin did exit the tubing during a manual prime, passed the high pressure test, and was deemed to be working as designed. She discovered air bubbles in the tubing after the manual prime and fixed prime processes. She was assisted with troubleshooting for the matter. Advised a complete infusion set, reservoir and insulin change. Nothing further reported.